Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind process due to corroded motor home switch. The motor noise was unable to be verified due to motor error alarms during the rewind process. The insulin pump had broken belt clip slot, scratches on the case and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 423 mg/dl. Customer treated their high blood glucose with a backup insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer advised they received the alarm 20 to 30 times. Customer advised the drive support cap appeared normal. Customer advised they were unable to rewind the insulin pump. Customer advised the motor made a noise during the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.